Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-59795.

Event description:
The customer reported via phone call that he has been having problems in the last couple of months. Customer though it was a battery issue and would keep changing the batteries until he found one that works. Customer stated that he woke up with high blood glucose readings and ran out of batteries. Customer woke up today and the insulin pump was off. Customer stated that his pump stopped working and had a blank display. Customer stated that the pump has not been dropped, bumped, or exposed to moisture. Customer got a no delivery alarm and weak battery alarm. Customer's last blood glucose was 214 mg/dl. Customer declined troubleshooting for high blood glucose. Customer treated with a manual injection. Customer just got a battery out limit alarm. Customer put in an energizer battery in the pump. The pump came up and then went to a blank display. Customer cannot troubleshoot due to the blank display.